Event description:
The customer reported they were unable to clear a tuning message during set up. No pt injury was reported, but the case was cancelled.

Manufacturer narrative:
The company service rep examined the system and replaced the pcb. The system was tested and met all product specifications. The pcb was sent in house for testing. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available.